Event description:
Customer reported large air bubbles repeatedly appearing in pump tubing, even after multiple supply changes. There was no adverse impact to the customer's blood glucose level. Technical support reviewed the filling procedure, found no alarms in the pump history, the customer reverted to an alternate form of insulin therapy.